Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# va07230, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient's symptoms returned two days prior to report and they were going to the bathroom "a lot" and wetting their pads. Since (B)(6), it was stated the patient had urinary tract infections "every other week." It was indicated the patient would take antibiotics for the infections, and "as soon as" they got off the antibiotics, they would get another infection. It was noted the patient stopped taking antibiotics the day prior to report. It was added the patient had a "botox" shot in (B)(6) as well. It was added the patient was not able to make adjustments to stimulation. A poor communication screen was seen on the programmer. Information reasonably suggested the patient was still swollen and had bandages from the recent implant and that could have affected the communication between the programmer and implantable neurostimulator.